Event description:
As initially reported by the ophthalmologist stating that the consumer had visited an emergency room with the symptoms of blurred vision in both eyes (ou) and pain in the right eye (od) that spread slightly to the left (os). After lenses were removed burning sensations appeared and the previous symptoms remained. The consumer was prescribed with antibiotics and drops for above symptoms. During the follow up with the ophthalmologist she had inflammation and pain in od. Consumer felt very uncomfortable in the sun and could not open her eye fully. Upon slit lamp examination it was identified that od had hyperemic choroidal hemorrhage, dense and diffuse central superficial punctate keratitis without pseudo dendrites. The consumer was prescribed with unspecified antibiotics, unspecified antiseptics and unspecified wetting agents and was advised to discontinue the lens wear and was advised for follow up after forty-eight hrs. The status of the consumers eye is symptoms continuing. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H6 and b5 fields have been updated., the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received from an other healthcare professional in which it was clarified that the consumer had conjunctival hyperemia (previously mentioned as choroidal hemorrhage).